Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated along with retention samples (selected from bd inventory) and there were no issues associated with the additive content. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that bd microtainer tubes with k2e exhibited clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e exhibited clotting. No serious injury or medical intervention was reported.